Event description:
Pt underwent reconstructive surgery of left breast secondary to cavernous hemangioma. Pt underwent removal of a left ruptured silicone implant with insertion of a left breast tissue expander. Surgeon reported that the silicone implant which was removed was totally disintegrated. He felt it was probably a dow corning implant but it was unrecognizable.